Event description:
Reporter alleged, customer obtained discrepant blood glucose results of 14 mg/dl, 549 mg/dl and 451 mg/dl all back to back, when testing was performed less than 10 mins apart on the active s sys. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement prod was sent.